Manufacturer narrative:
Event date - corrected data: the initial manufacturing report inadvertently listed the wrong event date.

Manufacturer narrative:
Device evaluation is not necessary because the reported infection has been determined as not related to vns therapy.

Event description:
It was reported that the patient developed an infection at the generator site. The patient's generator was explanted due to the infection. The device history records of the generator and lead were reviewed, and the devices were sterilized according to procedure prior to distribution. No additional relevant information has been received to date.